Event description:
During procedure, pk dissecting forceps cable broke after only three uses. The device was removed from the field, and another device was utilized. It is unknown if the new device was of the same or different lot.======================manufacturer response for dissecting forceps, pk dissecting forceps (per site reporter).======================none at this time.what was the original intended procedure?laparoscopic bilateral salpingo-oophorectomy and extensive adhesiolysis.device #1is this a laboratory device or laboratory test?no.